Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having difficulty changing her infusion set. The patient's blood glucose at the time of incident was 500 mg/dl. The customer declined troubleshooting for the high blood glucose. The customer was successfully assisted with changing her infusion set. No products were returned or replaced.